Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 300 mg/dl. Nothing further reported.

Manufacturer narrative:
The unit passed prime/a33, excessive no delivery alarm and displacement test. There was no unexpected or excessive no delivery alarm. There were minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).